Manufacturer narrative:
The device or no applicable films have been returned to medtronic for evaluation. Unable to determine cause of the event.

Event description:
It was reported that the surgeon mentioned that the rod connector looks "wrong" on post-op x-ray. After further conversation, the surgeon believes the rod has slipped out of the most superior connector. The surgeon is not planning on a revision surgery. No patient complications were reported.